Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased capture threshold and decreased sensing were observed. On (B)(6) 2016, the pace/sense portion of the lead was capped. The defib portion of the lead remains active. The patient's condition was stable before and following the surgical procedure.